Manufacturer narrative:
Date of event: date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was that the patient was wondering if it was normal to feel stimulation down their right leg. They were gradually increasing stimulation, and as they would increase more, the stimulation sensation began going to their right leg. They felt the stimulation more in their inner medial right leg. The patient stated they had also been changing programs every few days, and that program 2 had worked better than program 4. They had noticed some of the stimulation had been unbearable. They were able to feel the stimulation sensation as they were sitting down, but not always, but they were still able to walk. They were not always noticing a reduction of 50% or more in their symptoms. Some days they would have the reduction, and some they would not. They stated when the stimulation was effective and they felt urgency symptoms, they could feel the stimulation a bit stronger and the urgency would go away. Changing programs was reviewed with the patient. They declined to have the manufacturer help line show them how to change programs. They were redirected to their healthcare provider to further address the issue. No follow-up appointment had been scheduled. The patient was encouraged to monitor and document their symptoms.